Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18jul2020.

Event description:
It was reported that the ventilator was displaying a battery error code. There was no patient involvement. The customer troubleshot with technical support and found in the ventilator diagnostic logs error codes indicating battery temperature high and battery failed. Reportedly, the v60 battery has a manufacturer date of april 2020. Upon a follow up, the customer reported that since the ventilator was an older unit, it was replaced with a new v60 ventilator. No further information was received.